Event description:
It was reported that the pump experienced a cartridge change error, leading to the customer¿s blood glucose level displaying as "high" without a specific value known. The customer managed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support assisted by guiding the customer through various troubleshooting steps, including inspecting and cleaning the pump and cartridge areas. Despite these efforts, the issue persisted, and the customer was referred for escalated troubleshooting, which also did not resolve the loading problem. Ultimately, the decision was made to send the customer a replacement pump. The customer was informed about returning the faulty pump to avoid charges and was advised on setting up the replacement pump with their settings and cgm connection.